Event description:
During a ptca procedure with the rotablator device of a very calcified stenosis at the rca, the physician used the rotawire extra support guide wire, 1.25 mm 1.75 mm burrs without complication. The physician planned to implant a stent but while removing the guide wire, the guide wire tip broke and remained inside the rca. The physician attempted to remove the guide wire tip with a goose neck catheter but was unsuccessful; therefore, the guide wire tip was left inside the patient. The patient was not very well today, likely due to their prior state of health.